Event description:
It was reported that stent damage occurred. The 90% stenosed, 10mmx2.75mm target lesion was located in the severely tortuous and calcified right coronary artery. Following pre-dilatation, a 2.75x12mm promus element drug-eluting stent was advanced but failed to cross. Upon withdrawal, it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr, ous 2.75 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage on the entire length of the stent with stents struts pulled in all directions. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 10mmx2.75mm target lesion was located in the severely tortuous and calcified right coronary artery. Following pre-dilatation, a 2.75x12mm promus element drug-eluting stent was advanced but failed to cross. Upon withdrawal, it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable.